Event description:
The user facility reported that the bronchial washings of two pts came back positive for pseudomonas. The user facility was contacted for add'l info regarding this report, but no significant add'l info has been provided. According to the user facility, culture test reports have not yet been received. To date, the infection control manager indicated that there is no absolute fact that a cross contamination had occurred. The investigation remains ongoing.

Manufacturer narrative:
The device referenced in this report has yet been returned on olympus for investigation. The cause of the user's report cannot be determined. An olympus endoscope service specialist has been dispatched to the facility to review the hospital's reprocessing practices. If add'l info becomes avail, a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.